Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, a revision procedure was performed to replace the rv lead. The rv lead was successfully explanted, however, the physician noted there was a piece of the heart on the rv lead. While the physician was attempting to find a good implant position for the new rv lead, the patients pressure dropped. The patient's chest was opened, and a perforation was found in the ventricle. The physician thinks it was a combination of the rv lead explant and attempted implant that caused the perforation. The procedure was successfully completed and a non-boston scientific lead was implanted. No additional adverse patient effects were reported.